Manufacturer narrative:
Device evaluation: x-ray demonstrated heavy calcification on all three leaflets. X-ray also demonstrated that the valve wireform was deformed and pushed inward around commissure 3. Commissure 2 was also bent toward commissure 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 2 on the outflow aspect. Host tissue on the stent circumference was moderate at both the inflow and outflow aspects. Leaflet 1 had a 4mm tear near commissure 1, a 5mm tear in the mid section, and a 5mm tear near commissure 2. Leaflet 2 had a 8mm tear near commissure 2. Leaflet 3 had a torn out section, approximately 9mm x 8mm, and leaflet fragment was not returned. Calcification was evident at the tears. Sewing ring was cut in multiple areas around the valve and exposed the wireform around leaflets 1 and 2 on the inflow aspect. Wireform was also exposed on around leaflets 1 and 3 on the outflow aspect and on commissures 2 and 3. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no device history record (DHR) review is required. Customer report of calcified leaflet and stenosis were confirmed through observed calcification. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The case of the event was due to patient factors and patient's underlying valvular disease pathology.

Event description:
Edwards received information the 21mm aortic valve was explanted due to calcified leaflet leading to stenosis after an implant duration of approximately 17 years, 11 months. Patient started noticing symptoms of increasing shortness of breath. Patient was found to be in decompensated heart failure. Patient underwent implantation of intra-aortic balloon pump 24 hours before being taken up for an urgent redo aortic valve replacement surgery. The aorta was reported to be extremely friable. Prosthetic valve was slightly tilted with one strut pressing well into the aortic sinus wall. The valve was embdedd so badly. The leaflets were found to be non mobile and non-pliable and markedly calcific. The explanted device was replaced with a 19mm bioprosthesis in a supra annular position. After implantation of the valve it was difficult to see the coronary ostia due to the extensive crowding into the annular area. Due to prolonged ischemic rime, heart was supported onto the cardiopulmonary bypass for the length of time. Lv function continued to remain poor thus it was decided to graft the lad. There was some improvement of the lv function, however the ECG continued to remain ischemic and the lv function continued to remain severely dysfunctional. Inotropes and vasopressors were escalated along with intra-aortic balloon pump but further attempts to wean from cardiopulmonary bypass remains unsatisfactory due to the low pressure and cardiac function. Thus it was decided to electively institute ECMO from cardiopulmonary bypass which was carried out uneventfully with satisfactory flow and decompression of lv. The patient was transferred to the ICU with iabp and ECMO.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057/s001. The device was returned to edwards for evaluation and is pending evaluation. Attempts to retrieve additional information have been unsuccessful. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. Based on the information received the cause cannot be determined. A supplemental MDR will be submitted once the product evaluation is complete or additional information is received. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 21mm aortic valve implanted in the aortic position was explanted due to unknown reason after an unknown implant duration. No additional information was provided.